Event description:
Umbilical catheter was inserted on 2/14/99. Blood was noticed in catheter but flushed without leakage several times on 2/14. On 2/15 blood was noticed on bed by catheter and blood was seen leaking from catheter at connection of catheter to hub. Blood loss estimated to be less than 5cc.